Event description:
Boston scientific received information that this device displayed a remaining longevity of three years and then two months later, there was less than six months remaining. The caller did not recall any programming changes that had occurred. A review of the device settings noted the device was in retry which could reduce overall longevity. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant stated that although pacing thresholds were good when performed manually, there may be some interference or other reasons that auto capture (ac) believes capture was lost. The consultant stated they could consider programming ac off and using a fixed output which would likely improve longevity. The caller confirmed that after turning ac off, remaining longevity increased to 2.5 years. This product issue will be re-evaluated if additional details are received.